Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104/call pd nurse 104 alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient called their nurse and the nurse talked them through everything but now every time the patient turns on the homechoice it alarms with the same alarm and the patient has not been able to use the machine. The technical service representative had the patient turn on the homechoice and it came on with high drain 104. The technical service representative had the patient press stop and go and the homechoice went to weight. The technical service representative explained that the alarm comes on twice, once at the end of the therapy and again as a reminder at the beginning of the next therapy. The patient stated that they had no symptoms of overfill. The homechoice was at weight and is ready for the next therapy setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.